Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the cartridge was leaking from the septum. Customer's blood glucose level was 200 mg/dl. Reportedly, a new cartridge was loaded to address the issue.